Event description:
Ous MDR - after an implantation time of about 69 months, oversensing with inappropriate shock was reported. The ICD and the lead were explanted.

Manufacturer narrative:
Ous MDR - it could be noted during the analysis of the lead that the insulation was damaged due to fraying. In addition, the insulation was massively damaged by squashing about 35 cm distal of the connector pin. These damage manifestations must, with high probability, be regarded as the cause for the clinical complaint. The frayings of the insulation require excessive mechanical stress on the lead body over a longer period of time, e.g., by friction at the ICD housing, whereas the damage to the insulation by squashing leads to the assumption of excessive pressure load due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. In summary, the analysis did not find a manufacturing error or material defect on either the lead or the ICD.